Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on august 3, 2021. Device evaluation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection and of the returned device. Visual analysis of the returned sample revealed that the gel mod-rnd 350cc breast implant had creases/folds on the anterior view. In addition, two tears (a and b) were observed, tear a on the anterior view within crease/fold and tear b starts within crease/fold on the anterior view and extending to the posterior view, measuring approximately 4.0 cm and 5.0 cm, respectively. The evaluation determined that the cause of both ruptures is consistent with normal wear. The instructions for use states that ruptures can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. The following may cause implants to rupture: stressing the implant during implantation or other procedures and weakening it; folding or wrinkling of the implant shell. Breast implants may also wear over time. It should be noted that as part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient who underwent primary breast augmentation surgery with two 350cc mentor memorygel breast implants experienced bilateral rupture intra-operatively. As a result, patient underwent bilateral removal and replacement with two 500cc mentor memorygel breast implants on (B)(6) 2021. This medwatch form is for the right breast prosthesis.